Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced an alarm when turned on without an error code. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an alarm sounds and the front panel is turned off due to a defective printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.